Manufacturer narrative:
On may 16, 2019 immucor tested the customer sample (ID (B)(6)) and an in-house known anti-kpa positive and anti-kpa negative with a retention capture-r ready-ID lot number id378. The in-house samples reacted as expected, but the customer sample was still unexpectedly negative with all cells. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer in (B)(6) reported unexpected negative results with capture-r ready-ID on the EU version of galileo neo instrument.